Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted heller myotomy surgical procedure, the tip no longer aligns on the force bipolar instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: to the reporter's knowledge, the issue did not occur during the surgical procedure. There were no fragments that were reported to have fallen from the device. The patient has not returned due to any complications according to the reporter's knowledge. Patient demographics were not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip. A piece approximately 0.1315" x 0.0690" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip do not show damage.